Event description:
User facility reported that the device was used with patient and then removed from use. According to reporter once device was removed the nurse attempted to retract the needle tip into the safety mechanism but the needle retracted past the boundaries of the safety mechanism, leaving the needle exposed. According to reporter the nurse then sustained a needle stick injury. Blood testing was performed and the hospital followed internal protocol for needle-stick injuries. No permanent adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.